Event description:
The user facility reported that the device was applied to the patient's head. The rocker arm was broken when adjusting the angle of the unit to connect with the swivel adaptor (rocker arm was not locked at that time). The patient's head was being held by the surgeon when breakage happened, there was no injury to the patient.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.